Event description:
On an unk date, a male pt of muscular build and hard bone in his (B)(6) underwent fusion surgery on l5-s1 for degenerative disc disease. The pt suffered from pain due to nerve impingement and a laminectomy with decompression was performed. Revision surgery was performed on (B)(6) 2010 to extend the construct to l2 with the original part of the construct being removed. During removal of the l5-s1 construct, the surgeon was using the sequoia dorsal height adjuster when the tip cracked slightly and was no longer seating on the screw properly. The sales rep gave the surgeon another dorsal height adjuster, and it also cracked on the tip. No pieces of the instrument came off the dorsal height adjuster. The surgeon was able to complete the removal portion of the construct with the two dorsal height adjusters. There was minimal surgical delay and the surgeon was able to complete the case as indicated. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.